Manufacturer narrative:
Device manufactured between december 11, 2018 to december 13, 2018. The device was received for evaluation. A visual inspection was completed and a tear/hole was observed on the silicone tubing of the tube set. A functional test was performed and revealed leak from the tube set silicone tubing section. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a sterile repeater pump tube set was observed to have a tear/hole resulting in a leak. The leak was discovered during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.